Event description:
I have looked at the concentrator involved in the incident report. From what I have found, the bottom half of the power switch had melted causing the top half of the hour meter to melt as well as the front control panel. The cabinet filter was dirty along with the intake filter. The concentrator had dust inside as well. Everything looks to be plugged up correctly on the insides. As far as the reasoning for this happening, I assume either the dust or maybe the wattage of the outlet could've caused this, I'm not 100% sure. This was in a facility serviced by our (B)(6) ohio warehouse. The original complaint stated that a burning smell was present in the hallways of the facility and they tracked it to this unit. They unplugged it and quarantined it. Cannot determine hours. This concentrator has only been in use by one patient at a facility from (B)(6) 2024.